Event description:
Distributor reported that an implant failed prior to restoration. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the lot history of the subject product and it was found to be acceptable per release criteria.